Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the mildly calcified and severely tortuous right coronary artery. Pre-dilation was not performed. A 4.0 x 12 mm promus element plus stent was advanced for treatment but was not able to cross the lesion. While pulling the stent back into the guide catheter, the stent became caught and was crimped on the guide catheter. The procedure was completed with pre-dilation and the placement of a 3.5 x 12 mm promus element plus stent. No patient complications were reported and the patient status is ok.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the mildly calcified and severely tortuous right coronary artery. Pre-dilation was not performed. A 4.0x12mm promus element plus stent was advanced for treatment but was not able to cross the lesion. While pulling the stent back into the guide catheter, the stent became caught and was crimped on the guide catheter. The procedure was completed with pre-dilation and the placement of a 3.5x12mm promus element plus stent. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the stent was damaged at the proximal end. Struts were lifted upwards. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).